Manufacturer narrative:
The product has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high but not out-of-range impedance measurements. The lead was explanted without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. Two sections of the lead were returned with the tip/helix section missing. X-ray imaging of the returned segments showed no fractures. Analysis could not confirm the clinical observations.